Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sore throat, pain in head, nose feel tight, nausea and feeling tired . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat, pain in head, nose feel tight, nausea and feeling tired related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. Slight unknown white, brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Slight dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposits on the bottom and inside of the blower motor, indicating potential water ingress. Potential mineral deposits on the bottom of the blower box. Black contamination consistent with keratin at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specs of contamination on the bottom the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer and found 0 errors logged. The manufacturer concludes the black contamination consistent with keratin. There was evidence of sound abatement foam degradation found within the device.